Event description:
It was reported that the patient presented in clinic for a routine follow up and showed some ventricular undersensing on high ventricular rate episode. Due to lack of information about patient's dependency, and the doctor's plans to upgrade the patient to cardiac resynchronization therapy-defibrillator (crt-d), the clinician chose to make no sensitivity adjustments. The patient was asymptomatic. No device upgrade was performed.